Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.

Event description:
It was reported that "the cranial m4 break-off screw was not able to be broken off. The surgery was finished without m4 in the cranial side." No patient complications were reported.